Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, explanted: (B)(6) 2016, product type: lead. Product ID neu_unknown_lead, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported pain in the vagina on her right side. The patient spoke with a manufacturer representative (rep), who suggested turning the stimulation down. The patient stated when she turned down the stimulation the vaginal pain resolved. The patient noted almost immediately, she began to have pain in the back where the leads are located and that she can hardly move. The patient noted she mention it to the rep and every day since. The patient stated she had been instructed to try lowering the stimulation. The patient had lowered the stimulation down to zero and did not resolve the pain, as it would return within a few minutes. The indication for use is unknown. Additional information received from a consumer indicated that the patient was hospitalized due to getting an infection from the wires. Further information from the healthcare provider stated that the pain issue was resolved as the leads were removed on (B)(6) 2016. It was unknown if the infection was resolved as well.